Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was experiencing high blood glucose. Blood glucose at the time of incidence was 412 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had no delivery alarm and event was resolved changing complete set. Customer was not using auto mode feature at time of incidence. The insulin pump will not be returned for analysis.